Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic accompanied with symptoms. The expected fasting blood glucose test result range is 85-120mg/dl. The customer did report symptoms of having a rash. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of 456 and 501mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is concerned that readings are erratic and high but doesn't believe they should be this high.